Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "after the plate was positioned, a screw was inserted through the distal hole. Subsequently, a cortical screw was inserted into the proximal oval hole; then, when a locking screw was inserted into the most proximal hole; following drilling with a speed guide; the dorsal cortical bone fractured."